Event description:
It was reported that a hematoma occurred. The procedure was cancelled. A versacross access solution was selected for use for a pulse field ablation procedure to treat atrial fibrillation. The physician attempted transeptal access, and it was unsuccessful. Hence, transseptal was tried again and it was still unsuccessful. At this time, the physician and the technologist then observed a hematoma on t.o.e. Physician then made the decision not to proceed further with the case. The procedure was cancelled. No further interventions were reported.